Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal end of left anterior descending (lad) artery to mid left anterior descending (lad) artery. After a pre-plain old balloon angioplasty, predilation was performed using a 2.5mm x 12mm non-bsc balloon catheter at 12 atmospheres. A 2.5mm x 32mm promus element plus was deployed at the mid lad. The balloon was inflated three times at 14 atmospheres. The physician attempted to deploy a 3.00 x 20mm promus element plus stent at the proximal end of left anterior descending (lad) artery to overlap; however the device came in to contact with both calcified site and the proximal side of the 2.5mm x 32mm promus element plus stent. The device was unable to cross the lesion despite several attempts and it was noted that the distal part of the stent was lifted. The physician removed the device from the patient. The procedure was completed with the implant of a 2.5mm x 24mm promus element plus stent and the balloon was inflated three times at 18 atmospheres. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).